Event description:
It was reported that a small volume folfusor was leaking from an unknown location. This was noted after the device was filled with nacl and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was manufactured from december 22, 2014 ¿ december 23, 2014. The device was received for evaluation. Visual inspection via the naked eye did not identify any signs of physical abnormality that could have caused the reported problem. The device was functionally tested, and a leak was observed at the solvent-bonded junction of the tubing and stress-member. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.